Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 7.1mm, no calcification or tortuosity, with a depth deployment measurement of 2cm + 1cm. Single stick micropuncture was used to gain a mid-femoral head positioned access. As per IFU, procedural requirements state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. No issues were encountered advancing or exchanging procedural sheaths. Following deployment, hemostasis was immediate, and the patient was reported as fine. During the overnight, the patient had a slow bleed. The following day the patient's hemoglobin dropped, and 2 units of blood was administered. An ultrasound and CT scan revealed a small pseudo-aneurysm. The surgeon noted the pseudo-aneurysm was located at the access site. The access site closed on its own, no surgical intervention was required. The root cause of the pseudoaneurysm is suspected to have been caused possibly due to vessel conditions causing a tear in the vessel which allowed extravasation into the surrounding tissue or possibly due to the access site location not having optimal conditions to create a hemostatic seal. However, the root cause is inconclusive due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms submitted for investigative purposes. The risk of failing to achieve hemostasis and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion and/or surgical intervention have been identified as potential adverse events related to the vascular closure device in the IFU. Other access site complications associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.

Event description:
As reported: during an evar patient had a slow bleed during the night, the next day the hgb dropped and patient received 2 units blood. He ordered ultrasound and CT which showed a small pseudo-aneurysm. The access area closed on its own and no surgical intervention was required. Patient given 2 units prbc.